Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde), minus the 11¿ piece of ¼¿ tubing and the gas ID connector. Visual inspection was performed. The nebulizer gas feed line was missing and the k1 connector was broken. The broken and missing parts were replaced with known good units and gde was installed into a known good top level unit and powered on. Upon start up, the user interface module (uim) displayed a white screen, and no further data was accessible. Visual inspection of the o2 blender during start up found no motion of motor and no return to home position of flag. The o2 blender cable was disconnected. The uim screen functioned normally with the blender disconnected, displaying vent inop. The o2 blender was removed from the gde assembly and replaced with a known good unit and functioned normally when restarted. The unit passed testing and accepted regulator/relay balance and o2 blender calibration. The unit passed low and high ve blending accuracy tests. The customers issue of ¿fio2 is out of spec¿ could not be duplicated in the lab. Fa suspects the gde was connected to high pressure air source resulting in damage to k1 tubing connector and ¼¿ tubing, subsequent ¿white screen¿ condition was caused by o2 blender. This was an isolated incident.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the fio2% is out of spec, they connected a external fio2 analyzer and the readings are also out of spec. They performed the air/o2 balance calibration and the blender is not responding to the set fio2%. No patient involvement.

Manufacturer narrative:
Corrected data: device evaluation should have been selected in the follow-up medwatch report 001. Should not have been selected in the initial medwatch report.